Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6: medical device problem codes. Evaluation results: the device was returned to zoll medical corporation. During the investigation it was noted that the report of "system fault code 36", "system fault code 37", "defib disabled", and "pacer fault" were observed and attributed to a loose primary side ECG shield on the analog board. The analog board was replaced and scrapped to resolve the report. The customer's report of no power was observed during initial testing. However, it could not be duplicated with the device. The digital board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36", "system fault 37", "defib disabled", and pacer fault messages, then would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed unknown error messages, then would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.